Manufacturer narrative:
Site operating room nurse manager, (B)(6) declined to provide patient information. On 02/03/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - on 02/08/2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. - no parts have been received by manufacturer for analysis.

Event description:
A site registered nurse (rn) alleged that. While in a spine l4/l5 fusion procedure, their navigation system experienced a 5 to 7 millimeter inaccuracy. An imaging system was being used for this procedure. The patient reference frame was located on the l3 spinous process. An imaging system spin was taken and when they checked their accuracy they alleged they were tracking 5-7 millimeters deeper than the tip of their instruments were on the anatomy. The site took their spin tracking the left side of the imaging system and the camera was in the middle range of distance in the tracking view. The surgeon opted to continue, with the knowledge of the alleged inaccuracy, and completed the procedure with the use of the navigation system. Screws were placed screws using navigation, the patient was removed from the reference frame, and the site performed their decompression. There was no delay of therapy. There was no impact on patient outcome.